Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed shock impedances greater than 125 ohms. An invasive procedure was performed at which time a set screw was found to be loose. The set screw was tightened with good results. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.